Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On 11/11/2009, patient's mother reported, the patient has been struggling with erratic high and low readings ranging from 47 to 500 mg/dl. Patient's target blood glucose range is between 100-180 mg/dl. The patient's mother stated that it is not due to an infusion device or product malfunction but rather that the patient is young and constantly growing. She stated, patient is also in daycare in which the providers do not know how to estimate carbs correctly thus causing either under or over delivery of insulin. Mother reported, the patient is sometimes very active which can also cause the lows. She stated they treat the lows by giving her something with sugar to eat, and they treat the highs by bolusing with the infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.